Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, the patient intraocular pressure did not change. The ophthalmologist suspects that the pipe of the gfd was obstructed. Additional information has been requested.